Event description:
He was unable to obtain a blood glucose reading on the ultra meter due to the apply sample icon. The patient was unable/unwilling to verify whether he experienced any symptoms at the time of testing and was unable to obtain a reading on his ultra meter. The patient contacted a emergency services and the reading on emt's meter was 30 mg/dl and the patient was treated with glucose. There is no information on whether the patient was taken to the hospital. A customer care advocate (cca) had the patient run a control test and meter displayed a reading; however, when a blood test was done using a sufficient sample size, the meter did not display a reading. Cca had the patient retest on a new vial of test strips and the meter displayed a blood glucose reading. Cca sent the patient a replacement meter due to intermittent tests. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, symptoms, how long the patient was unable to test on the meter and whether the patient was taken to the hospital. The complaint is being reported because the patient was unable to test and was treated with glucose by a medical professional for hypoglycemia.